Event description:
It was reported that prior to a novasure endometrial ablation which was uneventful on (B)(6) 2013, the physician performed a dilatation and curettage (d and c), hysteroscopy and a polypectomy. On (B)(6) 2013, the patient returned to the facility complaining of flu like symptoms and fever. The patient was admitted and remained at the facility for eight days. "Treatment of antibiotics [was] recommended by the physician during this stay". The patient was discharged on (B)(6) 2013. On (B)(6) 2013, the patient again returned to the facility complaining of fever and flu like symptoms. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller and ths hysteroscope not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) and sterile lot review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).